Event description:
It was reported that the switch emitted sparks.

Manufacturer narrative:
It was reported that the switch emitted sparks. Our testing revealed no evidence of a defect, and we were unable to duplicate the event. We concluded that there was no product defect.